Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 24mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The proximal end of stent was damaged with stent struts lifted and pulled distally. Distal stent rows 3-6 were damaged with stent struts lifted and pulled distally. The od (outer diameter) of the undamaged section of the crimped stent was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed multiple shaft polymer extrusion kinks. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 24 synergy drug-eluting stent was selected for use; however, the stent was unraveled. No patient complications were reported.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 24 synergy¿ drug-eluting stent was selected for use; however, the stent was unraveled. No patient complications were reported.